Manufacturer narrative:
Investigation has been initiated but has not been completed yet. A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported that although the console showed '1800 rpm' when the handpiece is connected, the handpiece keeps going at a very low speed. Customer tried to use it with forward and backward, but the handpiece was not working properly. Surgery was delayed over 30 minutes. The doctor had to open the patient's shoulder because he could not use the shaver to do the acromioplasty. This device is used for treatment.